Event description:
It was reported that the patient experienced heart/chest pain from the stimulation of implantable neurostimulator (ins). It was noted that their heart beat very rapidly and had occurred since implantation of the ins in (B)(6) 2012. The patient told their physician that it needs to be taken out was told that it was too early. The company representative reprogrammed the patient for about 2 hours and was able to get stimulation to the patient's area of pain (middle of back). It was not clear if the patient ever discussed the chest pain issue with their physician. In addition, her physician thought that the patient may have had a stroke 3 weeks ago. It was noted that the patient did have a stroke 2 years ago. Follow up information received from the healthcare professional (hcp) reported that the patient outcome was recovered without sequelae with no injuries noted. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was last seen in (B)(6) 2012 at which time there was no indication of chest pain, stroke or rapid heartbeat. The hcp had no further information regarding the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).